Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience alpine referenced is being filed under separate medwatch report. Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty removing the sds was confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occluded lesion in the circumflex artery. A 2.5x15mm xience rx stent was implanted in the mid left anterior descending artery; however, it was decided that another stent was needed distally due to the low blood flow. A 2.5x23mm xience alpine rx stent was deployed at 12 atmospheres distally; however, the delivery system was pulled back a little bit to balloon the area where both stents over-lapped when the balloon ruptured. Resistance with the guide wire was felt when removing the delivery system. Both the delivery system and guide wire were removed together. It was further reported that the 2.5x23mm xience alpine delivery system was not prepped prior to use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Additional information: the return device analysis revealed that the xience alpine stent delivery system was returned frozen on an abbott .014 wiggle guide wire.